Manufacturer narrative:
Based on the additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0187921 is no longer considered reportable, please disregard any reports associated with it.

Event description:
Additional information was received that the biomedical representative had no interactions with patients and was unaware of any involvement of this device with a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump doesn't stop alarming when it is powered on, and the battery is depleted. No patient injury reported.